Manufacturer narrative:
Investigation results: based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged completely from the valve. The harvester put a little lock cap on the valve after reinflating the balloon and completed the case. The hospital did not report any patient complication.